Event description:
The paramount mini stent was successfully delivered to the target lesion site in the renal. The balloon was prepared for deployment, however, the physician decided to use different size stent. Upon removal into guide catheter, the paramount mini stent embolized off the sds. The stent was retrieved with gooseneck snare. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.